Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated upon removal of the sensor wire, the sensor wire was missing. She was concerted that the sensor wire was still under the patient¿s skin and took the patient to urgent care around 7:30pm. X-ray images were taken and confirmed that there was no sensor wire found. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. It was observed that the sensor wire was not present. The allegation was confirmed. The probable cause could not be determined.